Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the distal rca with 80% stenosis, severe vessel tortuosity and no calcification. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with 50% stenosis remaining. During the procedure the endeavor stent dislodged. The stent was removed using a 1.25mm balloon and the lesion treated with poba. The physician commented that the event was related to severe vessel tortuosity in the proximal part of the lesion. No further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.